Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the posterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. Durig inflation, it was noted that the balloon burst, and the contrast medium was leaking. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a circumferential tear 95mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the posterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. Durig inflation, it was noted that the balloon burst, and the contrast medium was leaking. The procedure was completed with a different device. There were no patient complications as a result of this event.